Event description:
The user facility reported a patient was in need of impella cp support post intervention. The medical doctor attempted to place the impella sheath from the percutaneous coronary intervention site (right femoral artery). While attempting to dilate for the impella sheath, the wire got bent and as the doctor was trying to remove the dilator, the wire was accidentally pulled, losing access to the vessel. The impella cp placement was aborted. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation of delivery issues and product damage (guidewire damage ¿ peripheral vessel) has been completed. The product was not returned for investigation. A data log review was not required for this case run. According to the clinical details, pump delivery was aborted after the doctor accidentally pulled the wire while removing the dilator. Additionally, the wire was damaged during the dilation of the impella sheath. No clinical image was provided for wire damage. The reported device part number on delivery issue failure mode was changed from the guidewire to the pump, as the pump's delivery was aborted during the procedure. The cause of the delivery issue was most likely use related since guide wire was damaged and the doctor accidently loose the access during procedure. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided.